Event description:
Seven days post the index procedure, the patient expired during his sleep. The cause of death is unknown. An autopsy was not performed.

Manufacturer narrative:
During the index procedure, the patient was admitted with ischemia and he had no known allergies. The angiogram revealed a (plad) proximal left anterior descending artery with a de novo, eccentric, moderately calcified, 10-15mm length, 3.5mm diameter and 45-90 degree angulated lesion/vessel. A percutaneous coronary intervention of the (plad) artery was conducted. The lesions were pre-dilated with and a 3.0x15mm angioplasty balloon at 14 atmospheres for 30 seconds. A cypher select 3.50x13mm was deployed at 16 atmospheres, and the stent was not post-dilated. Intravascular ultrasound was not performed, but angiographically, the stent appear perfectly deployed. A 50% distal lesion was left untreated. Healthy tissue to healthy tissue was covered by the stent. The residual stenosis after the procedure was zero percent. The pre and post procedure timi flow was three. Post procedure medications included ticlopidine for 12 months, aspirin (permanently), and statins for three months. It is unknown, if the patient was compliant with antiplatelet therapy or an autopsy was performed. The center did not have additional information regarding a secondary cause of death. No further information was available. A male patient with a medical history of hypertension, and dyslipidemia expired seven days post implantation of a cypher stent. The patient's advanced age, gender, and medical history of dyslipidemia place him at increased risk for developing mace. The patient was admitted with ischemia and underwent a percutaneous coronary intervention. Angiogram revealed a lesion in the proximal left anterior descending described as; de novo, eccentric, slightly calcified, 10-15mm long, 3.5-reference vessel diameter with an angulation of 45-90 degrees. The safety and effectiveness of the cypher stent has not been established in this type of vessel and/or lesion. Pre-dilation was conducted before implantation of a cypher select stent (3.5x13) deployed at a maximum inflation of 16atm. Intravascular ultrasound was not performed, but angiographically, the stent appear perfectly deployed. A 50% distal lesion was left untreated. Healthy tissue to healthy tissue was covered by the stent. The residual stenosis after the procedure was zero percent. The pre and post procedure timi flow was three. The procedure was successfully completed with no report of patient injury. Post-procedure treatment included ticlopidine/clopidogrel for twelve-months, aspirin as permanent treatment, and statin for three months. The product remains implanted in the patient thus unavailable for analysis. A device history record review was unable to be conducted due to unavailable sterile lot number for the involved product. Without the definitive results of an autopsy of recent angiogram, it is not possible to establish a relationship between the patient's death and the cordis product. The patient's advanced age, medical history, and vessel characteristics may have contributed to the reported event. There is no indication the event is design or manufacturing related. This product is not sold in the us, but is similar to the us cypher stent.